Event description:
The affiliate reported: the device was implanted via v-p shunt. Doi and the initial setting pressure were unknown. The contrast radiography was conducted due to the suspected occlusion of the implanted device (82-3100). Then, it was found fluid did not flow into the ventral catheter by monitoring from the pre-chamber. However, fluid flow was confirmed by monitoring from the pumping chamber to the ventral catheter. Therefore, the revision surgery was conducted on (B)(6) 2014. The device was replaced to 82-3842 at 110mmh2o and it was implanted the other side of the body. The setting pressure of the removed product was not reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and needle holes were noted in the silicone housing at the titanium needle stop. No defects were noted. The device was functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.